Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 06:56. During drain cycle four the home patient (hp) drained 3644 ml with a fill volume of 2200 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.